Manufacturer narrative:
The pipeline flex will not be returned for evaluation as it was implanted in the patient. The device was not returned, therefore the reported event could not be confirmed and an event cause could not be conclusively determined. Mdrs related to this patient: 2029214-2016-00859, 2029214-2016-00860, 2029214-2016-00861, 2029214-2016-00862, 2029214-2016-00863.

Event description:
Medtronic received report that a pipeline flex did not open completely during a procedure. The patient was undergoing treatment for an unruptured, saccular aneurysm in the right ophthalmic internal carotid artery (ica). The aneurysm max. Diameter was 6mm and neck diameter was 5mm. The landing zone artery size was 4.2mm distal and 4.8mm proximal. The vessel was severely tortuous; the ica included tight turns. The devices were prepared as indicated in the IFU. A pipeline flex (pli 40) was attempted to be implanted. At deployment, it was reported that the distal section was not opening and the middle section did not open fully. After release, the proximal section also appeared narrowed and was not apposed to the vessel wall. A balloon was used to angioplasty the proximal end fully open. When attempts were made to angioplasty the distal end, the device still would not fully open. The balloon was able to fully expand the distal end, but when deflated the distal end would return back to a slightly narrowed state. The pipeline flex remains in the patient and although narrowed distally, flow was not impeded and the neck was apposed and jailed by the pipeline.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.